Event description:
It was reported that the patient presented to the clinic after undergoing an atrial flutter ablation procedure on (B)(6) 2017 and was experiencing "thumping in her chest". The patient complained of also experiencing the thumping in a slightly different location when the patient lied on her left side since the implant procedure. Upon interrogation, the left ventricular lead exhibited increased capture thresholds. It was discovered the lead had dislodged. It was decided to turn off the lead left ventricular lead. The physician elected to continue to monitor the patient.